Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and meshes were implanted on (B)(6) 2011. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted due to sui. It was reported that following insertion the patient experienced infection and bowel problems. It was reported that the patient underwent exploratory laparotomy/removal of sacral mesh sutures and mesh on (B)(6) 2011 due to candida vertebral osteomyelitis. It was reported that the patient underwent exploratory laparotomy and lysis of adhesion on (B)(6) 2013 due to recurrent partial small bowel obstruction. (B)(4).